Event description:
Called to replace dht due to "leaking". Arrived to find tube feed line attached to dht port. That port was cracked away from main tube with only a small section of plastic holding it together. The tube feeding line was to stuck in the hub and I was unable to disconnect it from the dht. The old dht and bridle was removed. New dht placed.